Event description:
Caller reports the customer tested 2.7 inr on the coaguchek s system and 4.6 inr on a comparison lab. No treatment info reported. Requested return of suspect system and replacement was sent.